Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages/damaged te) has been confirmed. Upon investigation there was an open along the front pulse wire in the trunk cable the cause of the alarms and damage is the open pulse wire. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was experiencing check therapy pad messages and the electrode belt had a damaged therapy electrode pad.